Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-00199. It was reported that the patient experienced discomfort at the extension site due to the extensions being superficial. As such, surgical intervention took place on (B)(6) 2021 wherein the extensions were explanted and replaced. The new extensions were implanted deeper to address the issue.